Event description:
Event description guidant received information that these chronic atrial and ventricular implantable leads exhibited increased lead impedance measurements when connected to this new cardiac resynchronization therapy defibrillator (crt-d) device. The ventricular lead impedance measurement was out of range. The ventricular implantable lead also exhibited loss of capture. Lead threshold measurements and shocking lead impedance measurements were good. Noise could not be produced with pocket manipulation. Additional information was received that the situation had not changed by the one week follow up examination.